Manufacturer narrative:
Additional information provided in h.11. This report is a duplicate of manufacturer report number 9681121-2026-00057. No additional reports will be filed under manufacturer report number 1119421-2026-00516. Any further information received will be documented under manufacturer report number 9681121-2026-00057. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during an intraocular lens (iol) implant procedure, trailing haptic jammed against injector and broke during delivery - leading haptic then also broke as surgeon trying to maneuver lens. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified the manufacturer internal reference number is: (B)(4).